Event description:
It was reported that the rv lead was explanted and replaced due to noise. The patient experienced inhibition of pacing prior to noise reversion mode engaging but no symptoms were reported. The patient was stable before, during and after the procedure.